Manufacturer narrative:
Report source: (B)(6) incident report reference no. (B)(4), submitted to (B)(4) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a tension-free vaginal tape procedure (tvt) performed on (B)(6) 2014. On (B)(6) 2014, the patient could not hold her urine in the morning and her sexual relations were painful. Four years later, the other ailments appeared. The patient experienced pain in her hip, groin, and thigh, and she could no longer walk, climb the stairs, bend over and get up from a chair without hurting. Reportedly, the patient is still in pain despite after several consultations from the orthopedists, urologists, osteopath, physiotherapist and chiropractor, diagnostic tests like x-rays and magnetic resonance imaging (MRI), cortisone injections and medication.